Manufacturer narrative:
The device was received for evaluation. During fluid delivery testing, the reported condition was not reproduced. The device met specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused. This was observed during patient infusion with fentanyl. The pump indicated that 0.15 ml was given, which would have been around about 25 ml remaining; however, the syringe had a volume of roughly 27 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log could not identify the reported event date. Infusions were investigated, no excessive alarms or programming errors were identified. Should additional relevant information become available, a supplemental report will be submitted.